Event description:
During a pvi procedure, after flushing the sheath and inserting it into the patient, a blood leak from the hemostasis valve was noted and air was aspirated from the irrigation access. The sheath was exchanged and the procedure was successfully completed with no adverse consequences for the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.